Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported that by the patient's husband that the patient faced an event of leakage as the plaster at the infusion site had become moist. Patient's husband was advised to replace the cannula and the infusion tube. No further information available.